Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n401829, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional reported that the patient was complaining of abdominal warmth after 12 minutes of active MRI scan time. The patient was back for another scan, and there was concern about thermal tissue damage. It was clarified that the sensation in the abdomen was warming, and not shocking or burning. It was reviewed that if guidelines were followed, there would be no concern for tissue damage. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included post lumbar laminectomy syndrome and spinal pain.